Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿, although a specific value was not given. High bg cause was unknown. Customer gave a correction bolus via the pump to address bg. It was also reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Low bg cause was not known. Customer consumed carbohydrates to address bg. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly the customer did not remove all air bubbles from the cartridge before beginning insulin delivery. The customer continued to use the cartridge for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.